Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The staff visually noticed a few drops of blood on the floor under the dialyzer and visually observed blood in the threads of the end cap. At that time, there was no active dripping of blood. The blood in the lines was returned to the patient. Patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample available.